Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, patient vessel dissection observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to "patient vessel dissection".

Event description:
It was reported that the patient experienced carotid vessel dissection during procedure before the placement of the coil. The stenting endovascular intervention was performed in response to the patient dissection and the dissection was resolved. Based on the physician¿s opinion, the dissection was due to the catheterization of the ica (internal carotid artery) with the subject long sheath device. The patient was discharged with mrs (modified rankin score) and nihss (national institute of health stroke scale) score of 0. No other information was provided.

Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported that the patient experienced carotid vessel dissection during procedure before the placement of the coil. The stenting endovascular intervention was performed in response to the patient dissection and the dissection was resolved. Based on the physician¿s opinion, the dissection was due to the catheterization of the ica (internal carotid artery) with the subject long sheath device. The patient was discharged with mrs (modified rankin score) and nihss (national institute of health stroke scale) score of 0. No other information was provided.